Event description:
On an unknown date in 2003, this patient underwent a procedure using a handmade z stent graft to treat a thoracic aortic aneurysm. An on unknown date in 2009, a type 3 endoleak from the handmade stent graft was observed. On (B)(6) 2009, two gore tag thoracic endoprosthesis were used to repair the type 3 endoleak and implanted within the handmade stent graft. The patient developed a cerebral infarct postoperatively. The physician treated a patient with radicut. However, the patient's condition did not improve. According to the physician, the patient's aorta had several clots and the luminal surface appeared to be "shaggy." Also, the physician reported that it was difficult to advance the tag delivery catheter smoothly through the handmade stent graft. The physician attributes the cerebral infarct to shower emboli. The patient expired on (B)(6) 2010 due to multi organ failure. The death was not attributed to the device or procedure.

Manufacturer narrative:
Additional device implanted on (B)(6) 2009: tg3415/06490713. Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications.